Event description:
It was reported that the lead exhibited oversensing on the ventricular channel. Extra r-wave markers were observed with electrical noise on the ventricular egm. The oversensing was reproduced by lifting the patient's arm.